Manufacturer narrative:
Upon review of the initial medwatch report, it was noted that the medwatch MFR. Report number that was being referenced was inadvertently left out. The referenced medwatch MFR. Report number is 2916596-2016-00061.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported ischemic stroke could not be determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted for left sided weakness, a headache, slurred speech, and facial droop. The patient's inr during admission was 1.1. A CT scan was performed and was positive for a cerebrovascular accident: filling defect of the right middle cerebral artery, carotid stenosis 30-40% bilateral, and remote infarcts in the right parietal lobe and left occipital lobe. The patient was placed on a heparin drip and was discharged on xarelto. It was also reported that the patient has a history of noncompliance with warfarin and difficulty maintaining therapeutic inr. The xarelto was discontinued after two months and the patient was restarted on warfarin. On (B)(6) 2015, the patient's inr was 1.87.